Event description:
Reportedly, the patient was admitted to the hospital due to dizziness. The pacemaker was found operating in standby mode. After it was reinitialized, the sensitivity parameters were reprogrammed to avoid ventricular oversensing. Preliminary analysis confirmed the reported oversensing, which could have resulted from myopotentials and/or electromagnetic interferences (emi).

Manufacturer narrative:
Analysis revealed that the subject pacemaker switched in standby mode due to the detection of corrupted data in the device memory. The corruption most probably resulted from a single event upset (seu). The device was properly re-initialized during the follow-up.

Event description:
Reportedly, the patient was admitted to the hospital due to dizziness. The pacemaker was found operating in standby mode. After it was reinitialized, the sensitivity parameters were reprogrammed to avoid ventricular oversensing. Preliminary analysis confirmed the reported oversensing, which could have resulted from myopotentials and/or electromagnetic interferences (emi).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted to the hospital due to dizziness. The pacemaker was found operating in standby mode. After it was reinitialized, the sensitivity parameters were reprogrammed to avoid ventricular oversensing. Preliminary analysis confirmed the reported oversensing, which could have resulted from myopotentials and / or electromagnetic interferences (emi).